Event description:
Case description: investigational results. Name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: actrapid hm penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: tresiba penfill , batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following information investigational results were added for the suspect novopen 4, actrapid hm penfill and tresiba penfill is non reportable field updated as no. Malfunction field updated as no. Final report checkbox was ticked. Expected date of follow up report was deleted. Follow up information further investigation comment was deleted. Imdrf codes b,c,d, g were updated. Narrative updated accordingly. Final manufacturer comment- on 17-apr-2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill and tresiba penfill. H3 continued: evaluation summary name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: since last submission the case have been updated with the following: expected date of follow-up report was extended to 15 days in EU/ca tab.

Event description:
Event [preferred term] (related symptoms if any separated by commas) insulin injection causes bleeding at the injection site [injection site haemorrhage], novopen 4 not functioning properly, button is very hard to press and requires excessive pressure [device mechanical issue]. Case description: this serious spontaneous case from india was reported by a consumer as "insulin injection causes bleeding at the injection site(injection site bleeding)" with an unspecified onset date, "novopen 4 not functioning properly, button is very hard to press and requires excessive pressure(device mechanical jam)" with an unspecified onset date, and concerned a 82 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , actrapid hm penfill (insulin human 100 iu/ml) from unknown start date for "drug use for unknown indication", , tresiba penfill 100u (insulin degludec 100 u/ml) from unknown start date for "drug use for unknown indication", patient's height: 124 cm . Patient's weight: 59 kg . Patient's bmi: 38.371488. Dosage regimens: novopen 4: actrapid hm penfill: tresiba penfill 100u: current condition: diabetes historical condition: brain stroke procedure: bypass surgery. Since an unknown date novopen 4 was not functioning properly. The button was very hard to press and required excessive pressure. Insulin injection causes bleeding at the injection site. On an unknown date in 2024 the patient was hospitalized (discharge summary not reported) due to the same. Batch numbers: novopen 4: has been requested actrapid hm penfill: has been requested tresiba penfill 100u: has been requested. Action taken to actrapid hm penfill was not reported. Action taken to tresiba penfill 100u was not reported. The outcome for the event "insulin injection causes bleeding at the injection site (injection site bleeding)" was unknown. The outcome for the event "novopen 4 not functioning properly, button is very hard to press and requires excessive pressure (device mechanical jam)" was not reported. Reporter's causality (novopen 4) - insulin injection causes bleeding at the injection site(injection site bleeding) : unknown novopen 4 not functioning properly, button is very hard to press and requires excessive pressure(device mechanical jam) : unknown . Company's causality (novopen 4) - insulin injection causes bleeding at the injection site(injection site bleeding) : possible novopen 4 not functioning properly, button is very hard to press and requires excessive pressure(device mechanical jam) : possible . Reporter's causality (actrapid hm penfill) - insulin injection causes bleeding at the injection site(injection site bleeding) : unknown novopen 4 not functioning properly, button is very hard to press and requires excessive pressure(device mechanical jam) : unknown. Company's causality (actrapid hm penfill) - insulin injection causes bleeding at the injection site(injection site bleeding) : possible novopen 4 not functioning properly, button is very hard to press and requires excessive pressure(device mechanical jam) : possible . Reporter's causality (tresiba penfill 100u) - insulin injection causes bleeding at the injection site(injection site bleeding) : unknown novopen 4 not functioning properly, button is very hard to press and requires excessive pressure(device mechanical jam) : unknown . Company's causality (tresiba penfill 100u) - insulin injection causes bleeding at the injection site(injection site bleeding) : possible novopen 4 not functioning properly, button is very hard to press and requires excessive pressure(device mechanical jam) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment 20 jan 2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): insulin injection causes bleeding at the injection site [injection site haemorrhage], novopen 4 not functioning properly, button is very hard to press and requires excessive pressure [device mechanical issue], patient did not pinch or fold the skin during injection [wrong technique in product usage process]. Case description: this serious spontaneous case from india was reported by a consumer as "insulin injection causes bleeding at the injection site(injection site bleeding)" with an unspecified onset date , "novopen 4 not functioning properly, button is very hard to press and requires excessive pressure(device mechanical jam)" with an unspecified onset date , "patient did not pinch or fold the skin during injection(wrong injection technique)" with an unspecified onset date and concerned a 82 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy". Actrapid hm penfill (insulin human 100 iu/ml) from unknown start date for "drug use for unknown indication", tresiba penfill 100u (insulin degludec 100 u/ml) from unknown start date for "drug use for unknown indication. Since an unknown date novopen 4 was not functioning properly. The button was very hard to press and required excessive pressure. Insulin injection causes bleeding at the injection site. The patient reported that bleeding occurs at the injection site while pressing the injection button and stated the injection is given on the thigh. Regarding the needle the patient reported that it was a straight needle, 5 mm (green pen needle), and injection site angle was vertical and that the patient did not pinch or fold the skin during injection. The outcome for the event "insulin injection causes bleeding at the injection: site (injection site bleeding)" was unknown. The outcome for the event "novopen 4 not functioning properly, button is very hard to press and requires excessive pressure (device mechanical jam)" was not reported. The outcome for the event "patient did not pinch or fold the skin during injection (wrong injection technique)" was not reported. Reporter's causality (novopen 4): insulin injection causes bleeding at the injection site (injection site bleeding): unknown. Novopen 4 not functioning properly, button is very hard to press and requires excessive pressure (device mechanical jam): unknown. Patient did not pinch or fold the skin during injection (wrong injection technique): unknown. Company's causality (novopen 4): insulin injection causes bleeding at the injection site(injection site bleeding) : possible novopen 4 not functioning properly, button is very hard to press and requires excessive pressure(device mechanical jam) : possible patient did not pinch or fold the skin during injection(wrong injection technique) : possible. Reporter's causality (actrapid hm penfill): insulin injection causes bleeding at the injection site(injection site bleeding) : unknown novopen 4 not functioning properly, button is very hard to press and requires excessive pressure(device mechanical jam) : unknown. Patient did not pinch or fold the skin during injection(wrong injection technique) : unknown company's causality (actrapid hm penfill) - insulin injection causes bleeding at the injection site(injection site bleeding) : possible novopen 4 not functioning properly, button is very hard to press and requires excessive pressure(device mechanical jam) : possible. Patient did not pinch or fold the skin during injection(wrong injection technique) : possible. Reporter's causality (tresiba penfill 100u): insulin injection causes bleeding at the injection site(injection site bleeding) : unknown novopen 4 not functioning properly, button is very hard to press and requires excessive pressure(device mechanical jam): unknown. Patient did not pinch or fold the skin during injection(wrong injection technique) : unknown. Company's causality (tresiba penfill 100u): insulin injection causes bleeding at the injection site(injection site bleeding) : possible novopen 4 not functioning properly, button is very hard to press and requires excessive pressure(device mechanical jam) : possible. Patient did not pinch or fold the skin during injection(wrong injection technique) : possible. Since last submission the case have been updated with the following: non serious event patient did not pinch or fold the skin during injection was added device narrative updated. Narrative was updated with needle information and injection site details. Preliminary manufacturer's comment: 20 jan 2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached.